Manufacturer narrative:
The field service engineer (fse) found the pressure sensor on the sampling mechanism was leaking. The pressure assembly was replaced and maintenance and system checks were performed. Calibration and qc were acceptable. The fse also performed a patient sample correlation and all results were within the acceptable range. The service actions resolved the issue.

Event description:
The initial reporter complained of a questionable result for 1 patient sample tested for gluc3 glucose hk (gluc3) on a cobas 6000 c (501) module "more than a week ago." The specific date of event was not provided. The date of event is an approximation. The reporter stated a questionable gluc3 result was reported outside of the laboratory where it was questioned by the physician. The sample was repeated and the result was believed to be >30% different and deemed to be correct. No specific results were provided. The gluc3 reagent lot number was 452472. The expiration date was not provided.